Event description:
The dealer reported that the brakes were not engaging on the power chair. This issue could cause the chair to roll when on an incline or when the end user is attempting to rise or sit in the chair.

Manufacturer narrative:
Invacare awareness date is (B)(4) 2013. Complaint as not given to regulatory affairs for processing until (B)(4) 2013.